Manufacturer narrative:
Results of investigation: a vyaire medical field service technician was able to verify the customer's reported issue. Bench testing revealed a defective power module. The power module was replaced and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the 3100a device produced a burning smell while connected to a patient. The customer stated that he is not sure if the device stopped on its own. The patient was removed from the device and placed on another unit. The customer confirmed that there was no patient compromise associated with the reported event.